Manufacturer narrative:
(B) (4).

Event description:
It was reported that a confirmed motor stall and motor stall recovery recorded in event logs. The length of the motor stall was not reported. The motor stall was caused by the hcp using a magnet when trying to interrogate a pump. No therapy issues were reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that the pump motor stall occurred at 8:35, and the motor stall recovery occurred at 8:35.